Manufacturer narrative:
A partial lead with the connector portion measuring 5.5 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08783. It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing was observed on both right atrial (ra) and right ventricular (rv) leads. The physician believed the noise was created by tortuous anatomy causing lead on lead abrasion near the superior vena cava (svc). Both leads were capped and replaced on (B)(6) 2020. The patient was stable and discharged the same day.